Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed backup mode on the pacemaker (pm). The pm was programmed back to normal settings. The patient condition was stable before, during, and after the changes.